Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the drug solution did not come out upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-mar-2023 h6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1285763, cat. No. 320136. A clog test as per q-sop-183-dl was carried out on the returned sample no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the drug solution did not come out upon priming.